Manufacturer narrative:
One device was received for investigation. Visual inspection shows a rip in the heater tape and the return tube scratched. The device was functionally tested and the air detector does not clamp shut when alarms are triggered. The reported complaint is confirmed. The root cause is a faulty air detector component. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer was uncertain about the specific issue with the unit. However, they expressed the desire to have it evaluated and repaired as necessary. No patient involvement or adverse effects have been reproted.